Event description:
Customer reported diprivan tubing ballooned during a patient infusion. The nurse changed the administration set and continued administering medication. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.